Manufacturer narrative:
(B)(6). Determined that the automatic inflation message occurred because no balloon was connected during routine equipment inspection. The battery was replaced by a third-party repair service, after which the device functioned normally during testing. It was noted that the replacement battery was not an original manufacturer battery.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed a battery needs maintenance message after power-on. The customer also reported an automatic inflation failed message. No patient involvement or injury was reported.